Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 402 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. Reportedly, pump was alarming insulin flow blocked which was resolved by changing the complete set - infusion set and reservoir. Advised sending reservoir replacement. The product will not be returned for analysis.